Event description:
The lay patient contacted lifescan alleging her one touch ultra meter was reading in the incorrect unit of measurement and was displaying the battery icon. The patient said she last tested with the reported meter on 10/17/05 at 8:00pm; she did not remember results obtained on the reporter meter. She took diabetes pills following use of the meter. The patient's specific diabetes treatment regimen was not provided. She was unable/unwilling to answer whether she experienced symptoms of high or low blood glucose level at the time of concern. She contacted emergency services and stated she was "invited to come in and have a blood test done". A result of "600 something" was obtained on a health care professional's meter. No treatment provided to the patient was noted. The customer care agent (cca) confirmed that the meter was set to mmoi/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The patient denied having recently changed the units of measurement in the meter settings. The cca was unable to walk the patient through changing the meter battery because the patient did not have a battery. The meter and test strips were replaced.